Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump suddenly stopped. The pump was attempted to be restarted multiple times, but the issue remained. As a result, a hand crank was used and then an alternate device was employed. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the perfusionist experienced non-smooth motion of the pump when hand cranking. Shortly after, the perfusionist switched the tubing to another pump.

Event description:
Per clinical review: the end user reported using the heart lung machine (hlm) during cardiopulmonary bypass (cpb), at which time the arterial roller pump stopped. The issue was discovered during cpb. The end user attempted numerous times to restart the arterial pump without success. The end user quickly initiated hand cranking to provide arterial blood flow to the patient. The end user stated that during hand cranking they experienced 'non-smooth' motion of the arterial pump. A back up pump was obtained, and the affected pump was changed out. The surgery was completed successfully, with no delay to the procedure, and no blood loss.

Manufacturer narrative:
The roller pump pod assembly was returned to the manufacturer for evaluation. During laboratory analysis, the product surveillance technician (pst) installed the roller pump pod assembly into a lab use only (luo) roller pump. When the pump was started and the speed was initiated, the roller pump immediately shut down and restarted. The pst disassembled the pod assembly and installed a luo generic printed circuit board assembly (pcba) with the suspect application pcba. The roller pump was powered on again and the pump powered on and ran as expected. It was determined that the generic pcba was defective. Microscopic evaluation was performed on the board and no anomalies were observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.